Manufacturer narrative:
1/9/1998 during review of records it was found that this was reported in error, this is not a reportable incident.

Event description:
It was reported during a laparoscopic gastric bypass the tsb35 was fired across gastric tissue (body) once without incident. On the second firing, the surgeon experienced difficulty in opening the jaws to insert the tissue. When he attempted to close the jaws of the device, they would not close and stay closed. An elc60 was opened to proceed with the case. The procedure has not been completed yet and the rep will call back when the case is completed. 11/24/97 sales rep reported the case was completed without any consequence to the pt. 11/24/97 sales rep reported three 1seal reducers were used and the gaskets tore on all three. New 1seals were opened to complete the case. There was no consequence to the pt.